Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 25 march 2021, a 22mm amplatzer amulet was implanted using a 14f amplatzer amulet delivery sheath. There was no difficulty noted during implant. On 8 march 2022, a computerized tomography (CT) scan of the patient's neck was performed which showed that the amulet device had embolized into the descending aorta. The neck CT scan was performed due to another illness, and the device embolization was discovered coincidentally. The cause of the embolization is unknown. There was no report of any unanticipated trauma. The device has not been explanted, and no treatment plan has been reported. The patient did not have any clinical signs or symptoms during this event. There was no hospitalization permanent impairment or damage as a result of this event. The patient was reported as stable.

Manufacturer narrative:
An event of device embolized into the descending aorta was reported. A returned device assessment could not be performed as the device remains in the patient and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Please note, per the amplatzer amulet instructions for use, artmt600034453 revision b "warnings: remove embolized devices. Do not remove an embolized device unless the device is fully recaptured inside a delivery sheath."